Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included verification of the 23062 errors during a system power cycle, performance of armrest motor verification workflow, and a system test drive. The armrest recalibration was performed, and the system was inspected and tested with no part replacement required.

Event description:
It was reported that during activities prior to starting, repeated 23062 errors related to the ergos were encountered on the da vinci 5 system. The customer was able to get past the ergo errors and proceed, and all troubleshooting steps were completed by technical support, who then opened a field service order for further follow-up. The customer reported event has no report of patient injury.